Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples appear properly aligned. The stapler was returned with 35 staples left in the cartridge. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple fell out of the device without forming. The next three staples, however, all fired properly. The fifth staple also misfired and fell out of the device. No misalignment was observed. The stapler was disassembled and no defects or anomalies were observed with the assembly/components. Upon reassembly of the device, the next five staples fired properly. To simulate skin insertion, the remaining staples were fired into a simulated skin pad. In total, 25 more staples were fired into the skin pad. Four of those staples misfired while the remaining were able to properly attach to the skin pad. The staples that misfired were microscopically examined. No burrs or defects were observed. It could not be determined what caused the staples to intermittently misfire since no misalignment or defects with the device assembly were observed. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused some of the staples to misfire. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential root cause of this complaint issue could not be determined. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Upon functional inspection, the staples were unable to consistently form when fired from the device. The stapler was disassembled and no defects or anomalies were observed with the assembly/components. It could not be determined what caused the staples to intermittently misfire since no misalignment or defects with the device assembly were observed. All staplers are 100% inspected at manufacturing for firing at the time of assembly. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential root cause of this complaint issue could not be determined. We will continue to monitor and trend on this issue.

Event description:
(B)(6) 2021 the staple was found jamming and could not be fired prior to the patient.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73c2000048 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
(B)(6) 2021 the staple was found jamming and could not be fired prior to the patient.